Manufacturer narrative:
Note: per initial report, the product lot number was not reported. Follow up information received indicated the lot number as c11596 with the manufacturing date of 07/2012 and expiration date of 06/05/2017. The 3.5mm x 6.6cm and 3 mm x 5.4 cm micrusphere 10 cerecyte microcoils did not detach after pressing the detachment button 3-4 times. The coil was withdrawn with the entire system with no patient injury. The green light at the bottom was off even after the coil was connected with the cable. It was reported that the pre-deployment check was not performed. It could not be confirmed if the "system ready" light illuminated after the coil was connected. The connecting cable was replaced; however the coil did not detach with the new connecting cable. A blue detachment control box was used. It is unknown if there were any damages noted prior to use. The coil did not stretch. An adequate continuous flush was maintained through the sl-10 microcatheter. There is no information available regarding the target site. The returned device positioning unit (dpu) passed electrical testing. Upon receipt, the detachment fiber did not receive heat and was found intact. The coil detached on the first detachment cycle with functional testing. The detachment fiber melted as designed. The dpu passed the post-detachment resistance check. Laboratory testing could not duplicate the complaint event. Therefore, the root cause of the inability to detach the coil cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event was not confirmed; therefore, no corrective actions will be taken at this time.

Event description:
As reported, the coils did not detach (the green light at the bottom was off even after the coil was connected with the cable).

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.